Manufacturer narrative:
An event regarding altr/abnormal ion level and wear involving a metal head was reported. The event for abnormal ion level was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the patient presented to her surgeon on (B)(6) 2022 with left groin and hip pain along with back pain.. A bone scan was ordered along with labs. These were reviewed with patient on (B)(6) 2022. The bone scan did not show any evidence of loosening or infection. Serum labs showed an esr of 37, crp 0f 6.9 and elevated cobalt level of 93.8. Because of the elevated cobalt level, a mars MRI was ordered. These results were reviewed in january 2023. The MRI was essentially normal on the painful left side, however there was a posterior fluid collection around the asymptomatic right hip questionable for pseudotumor. Patient was referred to a spine surgeon for evaluation. Last reported visit for this patient was on (B)(6) 2023. At that time her right hip remained asymptomatic. In the interim she had received two injections in her spine which somewhat alleviated her left groin pain. In his notes from this visit the surgeon notes that her repeated labs showed her cobalt levels had "dropped. The patient was referred back to spine. Elevated cobalt levels in a patient with bilateral press fit thas is confirmed. The clinical significance of this is questionable. The root cause of this elevated serum metal ion level cannot be determined from the information provided. Should additional information become available I would be happy to further this assessment." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that blood sample showed elevated cobalt and right hip prosthesis shows wearing. A review of the provided medical records by a clinical consultant indicated: "the patient presented to her surgeon on (B)(6) 2022 with left groin and hip pain along with back pain. A bone scan was ordered along with labs. These were reviewed with patient on (B)(6) 2022. The bone scan did not show any evidence of loosening or infection. Serum labs showed an esr of 37, crp 0f 6.9 and elevated cobalt level of 93.8. Because of the elevated cobalt level, a mars MRI was ordered. These results were reviewed in january 2023. The MRI was essentially normal on the painful left side, however there was a posterior fluid collection around the asymptomatic right hip questionable for pseudotumor. Patient was referred to a spine surgeon for evaluation. Last reported visit for this patient was on (B)(6) 2023. At that time her right hip remained asymptomatic. In the interim she had received two injections in her spine which somewhat alleviated her left groin pain. In his notes from this visit the surgeon notes that her repeated labs showed her cobalt levels had "dropped. The patient was referred back to spine. Elevated cobalt levels in a patient with bilateral press fit thas is confirmed. The clinical significance of this is questionable. The root cause of this elevated serum metal ion level cannot be determined from the information provided. Should additional information become available I would be happy to further this assessment." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: subject was under investigation for back pain (not related to hip implant): blood sample showed elevated cobalt and right hip prosthesis shows wearing (subject has no symptoms).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
The following was reported: subject was under investigation for back pain (not related to hip implant): blood sample showed elevated cobalt and right hip prosthesis shows wearing (subject has no symptoms).